Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lock on mayfield modified skull clamp (a1059) was not working as intended. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed from the evaluation. The plunger assembly was stiff and not allowing the ratchet extension to move freely. The evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, preventative maintenance and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.